Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe when the consumer removed the protective cap she identified a foreign object in the needle (lint). Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when she removed the orange protective cap she identified a foreign object in the needle (lint).

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe when the consumer removed the protective cap she identified a foreign object in the needle (lint). Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: when she removed the orange protective cap she identified a foreign object in the needle (lint).

Manufacturer narrative:
Investigation: customer returned (5) 1cc, 8mm, 30g syringes in an open poly bag from lot # 6221541. Customer states that when she removed the orange protective cap she identified a foreign object in the needle. All returned syringes were examined and one syringe exhibited an orange piece of material on the surface of the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene. A review of the device history record was completed for batch # 6221541. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Probable root cause of the of the plastic on the cannula is from regrind particles that were not separated properly from the shield components in the molding process.